Manufacturer narrative:
Continuation of d10: product ID 39565-30 lot# serial# (B)(6); implanted: (B)(6) 2008. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39565-30, serial/lot #: (B)(6), ubd: 06-feb-2012, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The caller reported that within 6 months of getting the implant in spring 2021, the therapy stopped working and they could not charge the implant at all. The patient stated they met with the manufacturer representative (rep), and they could only get 4 of the programs to work. The patient mentioned that they kept trying to charge the implant and would only hold a charge for 6¿8 hours, and then they would wake up in the morning and the implant would be dead, and they would have to charge again. Pt stated they are starting to have problems with their back and would like to charge the implant but have lost all their equipment. Pt was redirected to a healthcare provider (hcp) for not feeling stimulation. Additional information was received from the patient on may 21, 2024. The patient clarified that it was the controller that was not holding a charge, and it got replaced. The implant always held a charge. The implant only partially works. The patient clarified that some of the leads are not working. Without surgery, they cannot figure out what is wrong with the leads, and the patient does not want surgery. Patient stated leads on the right side are not working.

Event description:
Additional information was received from the patient (pt). The pt reported they did contact their doctor regarding the issue, but the cause was not determined. The pt reported the paddle may not be working or the leads. The pt reported further surgery is needed, but will not happen at this time. The device is still partially working. The issue is not resolved, but no further actions currently planned to be taken. Weight was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.